Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. An epicardic effusion was observed by the physician after some drop in the blood pressure values. At that time, they were mapping with a qdot micro catheter in the left ventricle (lv). Patient was in sinus rhythm (sr). Short before, an episode of vt had to be electrically cardioverted. No ablation was performed, since this happened in the mapping phase. Procedure stopped, epicardic puncture for blood drain. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) with a qdot micro catheter and the patient experienced pericardial effusion that required pericardiocentesis. The device evaluation was completed on 26-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Initially the lot number was unknown. However, during the product investigation, the lot number was retrieved. Therefore, processed d4. Lot, d4. Expiration date and h4. Device manufacture date fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-mar-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).